Event description:
This was a left sided cardiac lead extraction conducted in the ep lab to remove a total of 3 leads [sjm 1016t (rv) 264 mths old; sjm 1488t x 2 (ra & rv) 120mths old] due to chronic pain. This was a (B)(6) female with a history of congenital av block. No history of previous sternotomy, pre-operative creatinine and blood pressure were both wnl. The patient was prepped with an arterial line, fluoroscopy and tee utilized, blood products and CT surgeon available. The pocket was opened and all 3 leads cut and prepped with lld-ezs. It was noted that during the insertion of the lld-ez into the rv 1016t the locking device would not extend more than halfway down the lead. The md began lasing the rv 1488t with a 14f sls ii with the addition of the teflon outer sheath. Slow progression was being made due to heavy stenosis so the md switched over to the ra 1488t lasing with the 14f sls ii/outer sheath combination. The md switched back and forth between these 2 leads until they were both successfully removed. The patient's blood pressure was stable and in the 80s. The md upsized to the 16f sls ii (without the teflon outer sheath) to begin lasing the rv 1016t. While watching fluoroscopy it appeared as if the lead was snow plowing, the lead popped free and a slow decline in the patient's blood pressure reached ~ 50. The md removed the 16f sls ii, performed chest compressions for ~ 1 minute, epinephrine given, and patient's pressure jumped to ~180 ultimately stabilizing at 98/50. A pericardiocentesis was performed extracting ~ 300ml, 1 unit of blood was hung and the CT surgeon arrived. The patient's chest was prepped and a sternotomy performed finding a small (~ size lead's distal tip) perforation in the rv apex. The injury was successfully repaired within ~ 20 minutes of initial pressure decline. The patient was stabilized and transferred to the ICU for recovery. The md reported thinking the "rv lead was imbedded into the rv and the pulling force caused the perforation". All devices were disposed of during the code by hospital staff and the lot number of the lld-ez was not recorded.